Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the chest on (B)(6) 2018 using an unknown applicator who developed paradoxical hyperplasia (pah/ph) 6 months after treatment, diagnosed in the chest on (B)(6) 2019. The tissue was described as 2 ptosis with breast fullness that extends across the width of the breast and with palpation of the chest wall; the area of the breast is uniformly soft and supple with a fullness down to the chest wall.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the chest on (B)(6) 2018 using an unknown applicator who developed paradoxical hyperplasia (pah/ph) 6 months after treatment, diagnosed in the chest on (B)(6) 2019. The tissue was described as 2 ptosis with breast fullness that extends across the width of the breast and with palpation of the chest wall; the area of the breast is uniformly soft and supple with a fullness down to the chest wall.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.